Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was needing an MRI and had not used the scs in over 2 years and the controller would not communicate. Additional information was received from the manufacturer representative (rep) stating that the patient was on her second physician recharger mode (prm), and wanted to know what to do if the second prm doesn't work. It was reviewed for the rep that it can take multiple sessions to get implant to respond, given that the patient has not used the implant since 2016, it would take a few sessions. Rep indicated that the patient needs an MRI due to back pain that is unrelated to scs therapy. Discussed using operative report to determine MRI eligibility if patient's implant doesn't come out of potential over discharge. Additional information was received from the manufacturer representative (rep). The caller indicated that the patient noticed the inability to communicate with the implant 5 years ago and has not charged the ins in 5 years. Additional information received from the manufacturing representative (rep) indicated that the patient stopped using the system since 2016 because it wasn't helping them. The rep stated that 3 months after implant, the system would work for a day or 2 before shutting off. It was noted that the patient met with a different rep for programming, but it didn't help.